Event description:
It was reported that a patient's tandem insulin pump was showing manual stops, even though the patient stated they were not manually stopping it. There was no reported impact to the customer¿s blood glucose level. The patient had been advised to contact tandem for further assistance, and a report was shared for reference to help investigate the issue.